Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the menus cycle unexpectedly and without user input. It was determined that the lcd is defective. The lcd display was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was a "defective display with a white stripe in upper part, that doesn´t allow to see time and other icons". No known impact or consequence to patient.